Manufacturer narrative:
Information was not provided by the initial contact. No additional information due to the device not being returned.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was an incomplete staple line produced by the device. There was no patient consequence. Another same like device was used to complete the case.